Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was able to replicate the reported event as lines and ring artifacts were observed on 3d images. Replacement of the x-ray detector along with the cp2 computer resolved the issue. No further issues were reported. Replacement parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system's 3d images appeared with a black bar and were unusable. They attempted another spin with the same result and switched to a different imaging system to continue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient information now provided. The detector panel cp2 was returned to the manufacturer for analysis. Conclusion not yet available as the evaluation is in progress. The issue reoccurred and was filed on MDR # 1723170-2017-02308, the medtronic representative went to the site for additional part replacement. After part replacement system was found to be fully functional. Suspect components reported below were received by the manufacturer. The pleora iport was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. While under test, image quality was as expected and no black lines were observed. The lvds cable was returned to the manufacturer for analysis. The reported event, "intermittent reconstruction issues", was able to be duplicated by medtronic personnel. The hardware investigation found that reported event was related to an electrical failure mode. While testing, frame rate errors were observed twice. Faulty lvds cable. The imaging system's mobile view station (mvs) was returned to the manufacturer for analysis. The reported event was able to be duplicated by medtronic personnel. Investigation found that the reported issue was related to a computer failure mode from a corrupt database. Clearing corrupt backup database resolved failure during testing as the system readied and communicated as expected afterwards and the 2d and 3d imaging were successful as well as image retrieval.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would intermittent not complete start up. Once started up, image acquisition quality was poor.